Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server all es station temporary patient falling off less that 1 hour even though has setup for 72 hours. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the customer had requested temporary patient's enquiry. A technical support specialist (tss) coordinated with the site to confirm communication was good. The tss was unable to log in to the server, and the customer was unable to confirm credential update. The technical support specialist reached out to the customer. Due to no response from the customer, the case was closed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server all es station temporary patient falling off less that 1 hour even though has setup for 72 hours. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.